Event description:
It was reported that an intraocular lens (iol) was implanted into the patient's operative eye and a large crease was observed through the center of the iol. The iol was removed and replaced with another johnson & johnson lens with the same model and diopter size. There was no patient injury, no medical intervention, and no surgical intervention required. Patient reported as fully recovered. Dib00 is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site as it was discarded; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.